Manufacturer narrative:
(B)(4).

Event description:
It was reported that the egm was flagging the patient's return to sinus rhythm too late following an episode of svt. Egm corruption is suspected. Patient will be monitored.